Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Corrected data: d9: return date : 09-aug-2018. H3-type of investigation code: 10-device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and bent. Presence of residue on the lens surface and the haptic was caught in the vial cap. This report is being submitted per FDA request. This report was previously filed with incorrect MFR number. Claim (B)(4).